Manufacturer narrative:
(B)(4). The field service technician was onsite and replaced the control pcba kit (rfc), two closing mechanism rf drive and the flow measuring pcba (rfc). No further information is provided. A supplemental medwatch will be submitted after new information has been received.

Event description:
It was reported that the error message "err reference" occurred during use on male infant. Unit swapped out with another and procedure is ongoing. No known patient harm. Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption #e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The defective parts flow measuring pcba (rfc) (material# 70103.4051, serial# unknown) and rf flow measure pcba (material# 70101.1681, serial# unknown) have been requested with RMA# (B)(4) for return for further investigation in our life cycle engineering in germany. However, a wrong part was received. This complaint will be closed since the replaced part has not been returned for investigation despite several requests. The complaint will be re-opened if requested part or any new relevant information is received. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4).